Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with inappropriate shocks. Shock was delivered even though episode may have been supraventricular tachycardia and not regular ventricular tachycardia. Programming changes were discussed. Patient condition was stable after the event.